Manufacturer narrative:
Covidien reference number: (B)(4). The customer service engineer (cse) was able to verify and duplicate the customer stated problems. The cse replaced the graphic user interface central processing unit printed circuit board (gui cpu pcb) and updated the backlight inverter printed circuit boards (pcbs). The ventilator then passed all performed tests, calibrations, and a performance verification according to the manufacturer's specifications at time of service.

Event description:
It was reported that the ventilator had a blank display. There was no reported patient involvement.